Manufacturer narrative:
The actual device was not available; however, a photograph of the single use device was provided for evaluation. Visual inspection revealed that the fill port / sterility cap was missing. The reported condition was verified through evaluation of the photograph. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume intermate was missing the sterility cap from the fill port. There was no patient involvement. No additional information is available.